Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately calcified iliac artery. After a 035 non-bsc guidewire crossed the lesion, a 7x120x75 epic¿ vascular stent was advanced, however the device became stuck on the wire. The stent delivery system and the guidewire were removed and the procedure was completed with another of the same stent and guide wire. No patient complications were reported and the patient's status was good.